Event description:
During MRI of left upper arm pt complained of a very warm feeling at the site of examination. Rptr went into the scan room and brought the pt out of the magnet and noticed that the coil was very warm, even hot at one part. Removed the coil and replaced it with another coil and finished the exam. Some redness was noted during coil change. When exam was over rptr checked pt and no redness was there and pt stated they were alright. Pt left the imaging center with no problems.